Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the use reported that the ilet charging pad and cable melted and smelled of smoke. The ilet device was unpowered. The use confirmed use of backup insulin therapy while awaiting a replacement charger. The use¿s bg was 286 mg/dl. The charger was not returned. No further effects were reported.